Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 300 mg/dl while using the ilet system, with the caregiver suspecting reduced insulin absorption due to very loose skin at the infusion site and planning a site-only change to an area with firmer skin; the user reported no issues with visible kinks, air bubbles, or leaks and no recent meal announcement or new medications. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no findings available, insufficient information regarding a specific device problem, and no identifiable implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.